Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the specified ranges. No issues were identified in the pre-analytical handling of the sample. The root cause of the discrepant result was attributed to carry-over due to previous sample testing on the abbott architect analyzer.

Event description:
The initial reporter alleged a discrepant reactive result of 31.9 coi (reactive) for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit on (B)(6) 2023. Subsequent testing of the same sample using the elecsys hiv combi pt assay generated a non-reactive result of 0.252 coi. Another sample from the same patient, which had not been processed on the abbott architect system, was tested with the hiv duo elecsys e2g 300 v2 assay and yielded a negative result.